Manufacturer narrative:
(B)(4). The tracheal pvt valve was received for evaluation, without the tube. Visual inspection observed that the inflation line was broken. The customer reported that the tube was in use, and the cuff was pre-tested. Although the customer reported malfunction was verified, all manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. Additionally, all devices have a two hours resting time. Deflation test is performed afterwards, and the operator inspects for no leaks, segregating the defective parts. Once the part is inspected visually, the instructions provide the guidelines to deflate the cuff. The failure mode would have been detected during the inflation/ deflation tests during the manufacturing process. Therefore, the failure mode is determined not related as a manufacturing issue.

Manufacturer narrative:
Covidien reference: (B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use, a physician observed that the pre-tested tracheal tube broke between the pilot balloon and the cuff. No patient harm was reported. Additional information was requested.